Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a power issue with the pump and the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: the black box shows a pump reboot after a replace battery alarm on 10/30/2014. The battery compartment was cracked on the side near the threads and cracked at the threads above the bumper pad. The battery compartment threads were observed to be stripped. The returned battery cap had stripped threads and was unable to fully attach to the pump. Pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No pump reboot events were duplicated during the duration test. There was no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.